Event description:
On (B)(6) 2011 the care clinique site in israel reported that a patient had received the hair removal procedure and a full circle burn appeared on the treated area. It was reported that the patient was taking aspirin and plaquenil prior to the treatment.

Manufacturer narrative:
The product was installed at the user site on (B)(6) 2011. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(6) 2011 with no conclusions made. The treatment parameters reportedly used by the operator were: 18mm spot size, 3ms pulse duration, 12j/cm2, which are within the parameters for the patient's skin type as recommended by candela's treatment guidelines. However, no dcd cooling was used, but only air cooling. The gentlelase pro operator's manual informs the operator to set the air cooling parameters according to the instructions provided by the manufacturer of the cooling system. A candela field service engineer inspected the unit involved in the event and reported that the unit was operating within specification.